Manufacturer narrative:
Evaluation of returned product showed no evident damage or contamination. Nothing unusual was noted with the returned product.. The girl's mother stated that another brand of bandage was applied initially; that bandage did not move with the skin and allegedly rubbed the skin. The role of this bandage in the subsequent skin irritation is unknown. It is not known if the bandage application sites were rotated. The product packaging for nexcare waterproof bandages contains a website address (B)(4) which provides tips on removal of bandage from the skin, and suggestions for products for sensitive skin. End of report

Event description:
A (B)(6) female had a mole removed from her neck on (B)(6) 2017. The girl's mother applied an unspecified brand of bandage which rubbed the girl's skin. On (B)(6) the mother applied petrolatum to the site and covered with a nexcaretm waterproof bandage. The girl alleged the area was painful. The bandage was removed on (B)(6). The area was red and sensitive where adhesive had touched the skin. Skin had been removed from two spots. The next day the area blistered and oozed. On (B)(6) the girl had a 102 degree f fever. The mother contacted the girl's dermatologist who prescribed an ointment. On (B)(6) the girl was seen by her pediatrician who diagnosed strep throat. The doctor allegedly stated that the blisters around the mole removal site were infected. The doctor prescribed an antibiotic. Within one week the areas were healing.